Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer's high blood glucose level was over 400 mg/dl and low blood glucose was 50 mg/dl. The customer was treated with carbohydrates and bolus from the insulin pump. The customer¿s other blood glucose was 150 mg/dl and 200 mg/dl. The customer stated that the insulin pump stopped delivering the basal insulin for a period of time while in the auto mode. The insulin pump will not be returned for analysis.